Manufacturer narrative:
Quality control results were acceptable. Analysis of camera images, collected from the analyzer did not point to a sample quality issue. No instrument-related issue was identified. Based on the available data no general reagent problem could be identified. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 module. An interfering factor is suspected by the customer. On (B)(6) 2023, the sample initially resulted in a troponin t hs value of 73.9 ng/ml. On (B)(6) 2023, an aliquot from the same blood drawing resulted in a troponin t hs value of 6.86 ng/ml. No questionable result was reported outside of the laboratory.